Event description:
It was reported that this right ventricular lead exhibited pace impedance measurements greater than 2000 ohms and elevated thresholds. There was no oversensing observed. Technical services discussed impedance numbers with the field representative. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).